Manufacturer narrative:
This report is filed on november 02, 2017.

Event description:
It was reported that the patient experienced leakage of csf out of an opening in the dura, resulting in the decision to explant. The device was explanted (date not reported).

Manufacturer narrative:
It was reported that the patient's infection was not a device-related infection.

Manufacturer narrative:
Per the clinic, it was reported that the patient had developed a subcutaneous abscess at the implant site. Subsequently, the patient underwent an emergency drainage of the site and underwent polypharmacy antibiotic therapy. During explantation surgery performed on (B)(6) 2017, it was discovered by the explanting surgeon that there was inflammatory granulation tissue surrounding the receiver/stimulator and the cable, up to the entire mastoidectomy cavity. Following explantation, the patient continued antibiotic therapy for a duration of one month. It is unknown whether there are plans to re-implant the patient, as of the date of this report.